Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient went to the clinic and an impedance measurement was performed at 3 volts that resulted in impedances being within normal limits. It was also noted that the impedance issues were resolved and there was a decrease in the patient's symptoms following reprogramming.

Event description:
A healthcare professional reported a patient whose indication for use is essential tremor and movement disorders had an impedance issue with electrode 0 at 1.50 volts it was greater than 20,000 ohms. The patient was unable to tolerate testing at a higher voltage. Impedance values were 0: greater than 20,000, 1: 753, 2: 822, 3: 1092, 0/1- greater than 20,000, 0/2- greater than 20,000, 0/3- greater than 20,000, 1/2-887, 1/3-1301 and 2/3-1124 ohms. The patient was programmer on c+, 2-. Therapy impedance was unknown and no impedance history was available as this was the patient's third visit with this healthcare professional. The patient's right arm tremor was worse than the week prior but the patient had had a persistent issue with their right arm, since last year or so, 2015. Patient had the issue since being programmed after implant; time line was unclear. It was discussed to monitor contact 0 as it was bad. Additional information received reported troubleshooting included lead and therapy impedance at 0.7v and 1.0v. Diagnosis included assessment. The cause was unknown. The patient was scheduled for reevaluation on (B)(6) 2016 with a manufacturing representative scheduled to attend appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.